Event description:
Patient received an implant on (B)(6), 2011 of a 25mm bifurcated device and a 28mm aortic extension. It was reported that there was a distal type I endoleak on the right side. On (B)(6), 2012, the patient was treated with a 20mm flare limb extension and a 20mm step limb extension which formed a good seal.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.